Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was use related as it was mentioned that it occurred after patient moved in procedure area to table and there were multiple attempts to stick vein next to impella access site.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 61-year-old male patient admitted with cardiomyopathy, presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. After the patient returned from an electrophysiology (ep) laboratory procedure, a hematoma was identified at the impella access site. Per nursing documentation, manual pressure was held for a prolonged period. The patient received blood products. Despite initial measures, a clinical decision was made to remove the impella cp device and surgically repair the access site. Identified contributing factors to the bleeding included multiple attempts at venous access adjacent to the impella femoral access site and systemic anticoagulation, with an anti-xa level of 0.44 documented at the time of the bleeding event. At that time, the impella cp device was running at p-4 with approximately 2.6 liters per minute of flow, and the purge solution consisted of dextrose 5 percent in water (d5w) with 25 milliequivalents per liter of sodium bicarbonate. The impella cp device was subsequently explanted, and the patient survived to device explant.